Event description:
The customer reported that the live fluoroscopic monitor would intermittently loose functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor connectors were evaluated and the 12 vdc power supply was adjusted. The system was tested and found to be working as intended and returned to service.